Event description:
It was reported that patient underwent original revision surgery approximately four (4) years and two months ago. Patient is being revised on an unknown date due to trauma that has caused the implant to fracture on an unknown date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2020-03481. Therefore, this event will be made not reportable.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2020-03481. Therefore, this event will be made not reportable.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right elbow procedure on an unknown date. Subsequently, the patient is considered for revision of ulna due to unknown reasons. No revision has been reported to date. No additional patient consequences were reported.